Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a change sensor alarm and sensor anomaly. The customer's blood glucose reading was unknown. The customer had problems with 2 sensors. The first sensor had a change sensor alarm after 3 days. The second sensor did not have a needle. The customer will be sent 2 replacement sensors.